Event description:
Approximately forty-seven months after implantation, the patient is reported to have developed a driveline exit site infection with an associated fistula. The patient was treated with a vacuum-assisted dressing.

Manufacturer narrative:
The device remains implanted in the patient and is not available for return to the manufacturer for analysis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. No additional information will be forthcoming.

Manufacturer narrative:
The product remains implanted in the patient, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt.